Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8163955. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-06-12. Medical device lot #: 7283966. Medical device expiration date: 2022-10-31. Device manufacture date: 2017-10-10. Medical device lot #: 8144593. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-05-24. Medical device lot #: 8204685. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-23. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9036908. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-05. Medical device lot #: 8163955. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-06-12. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot #: 8163955 for incorrect/missing label information. This is the 1st. Related complaint for incorrect/missing label information on lot #: 8163955. This is the 1st. Related complaint for incorrect/missing label information on lot #: 7283966. This is the 2nd. Related complaint for incorrect/missing label information on lot #: 8144593. This is the 2nd. Related complaint for incorrect/missing label information on lot #: 8204685. Unable to perform complaint lot history check due to an unknown lot number for incorrect/missing label information. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. This is the 2nd. Related complaint for incorrect/missing label information on lot #: 9036908. This is the 2nd. Related complaint for incorrect/missing label information on lot #: 9036908. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that at least seven pen ndl 32g 4mm 5b xtw experienced missing label information. The following information was provided by the initial reporter: consumer inquired about expiration dates. Consumer stated she was in posession of 7 sample packs of bd ultra-fine nano pen needles, given to her by her healthcare professional (date unknown). Consumer stated she had not used any of the product.